Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: november 6, 2009 ¿ manufacturing location: (B)(4). Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. The part (314.467) with lot 6204381 contained a non-conformance report (ncr) for feature 5: 1.09/1.19 (gage gt-15558 t8 deep). As feature 5 relates to the device tip, which failed, relevance to the complaint condition cannot be determined until the product is returned for investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the tip of a stardrive screwdriver shaft broke during a plating procedure to treat a distal radius fracture on (B)(6) 2016. The screwdriver was reportedly used with a 1.2mm torque limiting attachment. The broken tip was easily retrieved from the patient without any additional medical intervention required. The procedure was delayed for approximately four (4) to five (5) minutes, but was ultimately completed with the use of another device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition was unable to be confirmed since the distal tip of the device was undamaged and completely functional. There were slight signs of wear, but the device was otherwise undamaged. The exact cause of the complaint condition was unable to be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted many system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance the instrument is utilized for screw insertion/removal. The returned instrument was examined and the complaint condition was unable to be confirmed as the distal tip of the driver was found to be intact and only slightly worn. No definitive root cause was able to be determined based on the complaint description. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No issues were found with the returned device, the cause of the complaint condition could not be determined. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.